Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -5.5/1.0/091 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a shorter length lens due to excessive vault. The problem was not resolved. Cause is reported as unknown.

Manufacturer narrative:
Off label use- <21. Work order search: no similar complaints found. Claim# (B)(4).

Manufacturer narrative:
B5: problem was resolved. Claim# (B)(4).